Manufacturer narrative:
It was reported that there is an issue with the medial poly insert following a patient fall. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that there is an issue with the medial poly insert following a patient fall. A revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
It was originally reported that there is an issue with the medial poly insert following a patient fall. A revision surgery occurred to exchange the poly inserts. During revision surgery, it was confirmed that there was no issue with the poly insert. The patient had compromised the lateral ligament. The surgeon inserted thicker sized poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was originally reported that there is an issue with the medial poly insert following a patient fall. A revision surgery occurred to exchange the poly inserts. During revision surgery, it was confirmed that there was no issue with the poly insert. The patient had compromised the lateral ligament. The surgeon inserted thicker sized poly inserts.